Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that after sealing, bleeding was seen even though an end tone, indicating a complete seal cycle, was heard. There didn't seem to be as much steam and smoke as is normally seen during sealing. The bleeding was controlled and on the fourth seal, the device stopped working entirely with no energy delivery and no tones. Another device was used to complete the procedure without incident. There was no pt injury.